Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored. The implant has been placed in 7 position on (B)(6) 2016 and removed on (B)(6) 2017. The implant has followed the complete manufacturing cycle, has been verified at each stage of production, and has been submitted to a final release before provision of the device on the market, which ultimately guarantees its conformity. The implant has been evaluated through a biological risk assessment which concludes that its toxicological profile is acceptable. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.